Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii".

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d3, d4, d9, g1, h3, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed opening assessed as surgical damage. No further actions are required since no manufacturing issue is observed.